Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead became dislodged just a few days after implant. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this lv lead was explanted but has not yet been returned to the post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.